Manufacturer narrative:
MFR ref number (B)(4). The device was evaluated by baxter. Downstream occlusion tests were performed with the device passing. The eval was unable to determine the cause for the unit failing 3 downstream occlusion tests that the customer performed.

Event description:
The customer reported that the spectrum pump failed for downstream occlusion 3 times. No pt injury was reported. No further info was provided.